Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. There was no moisture damage on the electronic assembly. The pump had a missing end cap sticker. They were unable to confirm the motor position encoder error due to the motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 320 mg/dl. The customer was priming when the motor error alarm was received. She had not treated but had plans on treating with the pump. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.